Event description:
An optometrist reports that following his mother's intraocular lens (iol) implant surgery, the lens was explanted. Add'l info, including pt status, has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested 10/15/2007, 10/22/2007 and 11/01/2007 by phone, mail and fax. A completed questionnaire has not been returned.